Event description:
Hcp reported the pt presented 2004 with uncontrolled pain and spasticity. The pt had a "poor response to dose increases." X-rays of the catheter were performed along with a consultation with a neurosurgeon. The catheter was replaced in 2004. It was reported the pump was subsequently removed due to infected pump site.